Event description:
It was reported that this pacemaker was part of surgical system extraction due to superior vena cava syndrome. There is no device replacement. This device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.